Event description:
It was reported that there was high thresholds on the right ventricular (rv) and left ventricular (lv) leads. The device was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) lead implanted: 2013 (B)(6); product ID a2dr01 ipg implanted: 2013 (B)(6). (B)(4).